Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2017, it was reported that the device would not properly mesh skin. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii by zimmer biomet surgical on (B)(6) 2017 revealed that he device was not meshing properly. It was also revealed that the cutter, roller and bushings were worn. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the cutter, roller and bushings. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection technician could replicate the reported event. While the reported event was confirmed, it is unknown how the device would not properly mesh skin. Therefore, the root cause of the reported event cannot be specifically determined with the provided information. The issue was resolved with replacement of the cutter roller and bushings. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that during surgery the device would not properly mesh skin. No adverse events have been reported as a result of the malfunction.